Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The meter display has flashing segments and is not complete in the results field which makes it difficult to read. This could lead to a misinterpretation of results. There was no allegation that any test results had been misinterpreted.